Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 24mm, diameter 3.5mm was used to treat a lesion in a pt's mid rca. It was reported that the device was advanced to the lesion but on inflation of the balloon, it was noticed that the stent was not on the balloon. It was reported that during the preparation, the stent remained in the stylette. The physician failed to notice that the stent was not on the balloon and it was inserted to the lesion site. The balloon was inflated to 14 atm and it was noted that the stent was not at the lesion site. The case was successfully completed using a second endeavor stent. Pt was reported to be the post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for eval.

Manufacturer narrative:
(B) (4): eval results: other (the root cause of this event is undetermined due to limited info received).